Event description:
Attending reported that sutures were used on the left perioral area on a pt. The laceration extended from the vermillion border on the l side of the lip 1.5 cm onto the cheek. All sutures were placed outside the vermillion border of the lip. Customer reports that sutures absorbed within three hours of placement. Pt was returned to ER for reclosure of the wound.